Event description:
It was reported that an asian female patient underwent a breast augmentation revision surgery with implantation of an unknown mentor saline breast implant prosthesis. Post-operatively, the patient was reported to have experienced a deflation of her left breast implant as the left breast was described as smaller and sagging. Consultation with a medical professional was conducted. As a result, the patient underwent removal and replacement with unknown smooth mentor saline breast implants on (B)(6) 2019. Follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).